Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, backplane, and controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had several error messages, then shut down. No pt injury was reported.